Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a patient undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. The impella cp was accidentally pulled into the aorta while transporting the patient to another facility. The patient was taken to the surgical suite to attempt a new impella placement. There is no additional information on the date of this report.

Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. The root cause of the positioning issue most likely was patient movement as the impella accidentally pulled into aorta during transport.